Manufacturer narrative:
The vessel was not calcified and moderately tortuous, and access was obtained from femoral artery. The complaint products were new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. The complaint products are going to be returned for evaluation. No additional information is available and procedural images are not available. The devices utilized during the procedure, shuttle sheath 7fr/cook inc, chikai/asahi intecc, excelsior sl10(type unknown)/stryker, okay/goodman. During the procedure, jailed technique was utilized. There is no information about the implanted coils. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. Sr 1-1090015692

Event description:
During the coil embolization procedure assisted with the vrd for left internal carotid-posterior communicating artery aneurysm, when the physician was advancing the enterprise vrd (enc453712/10129422) in a prowler select plus microcatheter (606-s255x/15653137) there was severe resistance around the middle of the microcatheter. Then, both the vrd and the prowler select plus were safely removed as a unit from the patient. After withdrawal, when he advanced again the vrd in the prowler select plus outside the patient, but there was severe resistance and could not advance it any further. Then, the procedure was continued using new products of the same size (enc453712, 606-s255x, all lot unknown). After that, the coil embolization was performed with no further issues. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The unruptured saccular aneurysm neck was 10mm, and the neck to sac ratio was 12mm:10mm. The parent vessel size diameter both proximal and distally were unknown. No information regarding the medical history, mrs, act, inr, pt, and ptt. The occlusion rate after the procedure was unknown. Antiplatelet therapy included aspirin 200mg/day, clopidogrel sulfate 75mg/day, but the duration of administration all unknown.

Manufacturer narrative:
During the coil embolization procedure assisted with the vrd for left internal carotid-posterior communicating artery aneurysm, when the physician was advancing the enterprise vrd (enc453712/10129422) in a prowler select plus microcatheter (606-s255x/15653137) there was severe resistance around the middle of the microcatheter. Then, both the vrd and the prowler select plus were safely removed as a unit from the patient. After withdrawal, when he advanced again the vrd in the prowler select plus outside the patient, but there was severe resistance and could not advance it any further. Then, the procedure was continued using new products of the same size (enc453712, 606-s255x, all lot unknown). After that, the coil embolization was performed with no further issues. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The unruptured saccular aneurysm neck was 10mm, and the neck to sac ratio was 12mm:10mm. The parent vessel size diameter both proximal and distally were unknown. No information regarding the medical history, mrs, act, inr, pt, and ptt. The occlusion rate after the procedure was unknown. Antiplatelet therapy included aspirin 200mg/day, clopidogrel sulfate 75mg/day, but the duration of administration all unknown. The vessel was not calcified and moderately tortuous, and access was obtained from femoral artery. The complaint products were new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. The complaint products are going to be returned for evaluation. No additional information is available and procedural images are not available. A non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled in a plastic bag. The enterprise device was received inside of a prowler plus microcatheter. The microcatheter did not present any anomalies. At distal tip end of the delivery wire it was found that the wire has a fracture. The complete device (mc and enterprise) was received connected to a y-connector. The microcatheter involved was analyzed under pi# 1-i0ytk7. The functional analysis was performed per dp# 12158508 rev 1. And it was found resistance to advance the delivery wire trough the microcatheter involved. Additional force was used to advance the delivery wire until the stent was deployed. The fracture of the distal tip end of the wire was analyzed under sem station and results showed that the core wire fracture/separation surfaces presented evidence of chemical attack; however, it was not possible to determine conclusively when or how the chemical attack occurred. The separation site for the core wire presented evidence of elemental carbon, oxygen, sodium, calcium, tin, nitrogen, silicon, silver and titanium; also, the end of the coil wire presented evidence of elemental carbon, oxygen, and sodium, platinum, silver and tin. It is noteworthy to mention that the solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. It was not possible to conclusively determine when or how the chemical attack occurred. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. There was no evidence of smearing and/ or ductile dimples. The stent involved was inspected under vision system and no anomalies were detected in this analysis. Lr packaging l/n # 10129422.; per lake region report c 13,296: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10129422. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure to advance in the microcatheter was confirmed since resistance during functional analysis was found while the delivery wire was advancing trough the microcatheter. The exact cause of the failure could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. Sem analysis results showed that the core wire fracture/separation surfaces presented evidence of chemical attack; however, the exact cause of the observed chemical attack could not be conclusively determined; based on the analysis it is similar to findings previously as addressed in an investigation opened via the risk management process which determined it to be related to post procedural chemical exposure. Based on the analysis and the device history records there is no indication of any manufacturing issues related to the damages found on the device which if present during procedural use likely contributed to the reported event. Action (CAPA-(B)(4)) was previously opened in the codman system to investigate evidence of corrosion on the enterprise delivery wires.